Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen on the customer's pump was unresponsive. There was no reported impact to the customer's blood glucose level. The customer was to use an alternative method for insulin therapy.